Manufacturer narrative:
The reported complaint of unable to flush from a-line bag was confirmed. No visual anomalies were observed on the returned set. When the returned set was primed and pressure leak tested, the admin set was unable to be primed through the millex filter. The rest of the set was able to be primed and no leaks were observed. It is unknown why the millex filter was unable to be primed. The probable cause of the millex filter unable to be primed could not be determined. A device history review (DHR) lot# review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved an unspecified p4 kit w/10cc safeset reservoir, needleless valve filter milex and admin set. The reporter stated that registered nurse (rn) was unable to draw flush from a-line bag, but blood return was present. It was also stated that the waveform was absent, then tubing was changed and an old a-line tubing was placed in the clinical leader office if needed. The patient involved was 4.56 old and female. It was a disposable device but there was no packaging. The single use device was not reprocessed and reused on a patient. The original procedure intended was unknown. There were no other devices being used on the patient at the time of the event that may have caused or contributed to the event. There was patient involvement, no human harm and unknown delay in therapy reported.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: no UDI available due to know list or lot number provided.